Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the images are grainy and picture quality inferior was unconfirmed. There is no root cause as the issue could not be reproduced.

Event description:
It was reported by customer that the ultrasound screen grainy and picture quality inferior to other unit of same code. Recent change of ultrasound probe has not improved this. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the ultrasound screen grainy and picture quality inferior to other unit of same code. Recent change of ultrasound probe has not improved this. No other information provided, at this time.